Event description:
It was reported that the patient with pacemaker system pacemaker experienced dizziness. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was loss of capture (loc) for its right ventricular (rv) lead. Ts discussed how the pacemaker was programmed to a fixed output value for capture threshold, with the required threshold possibly fluctuating which resulted in the loc. The capture threshold was reprogrammed to a higher value. The patient did not experience further symptoms after the device was reprogrammed. This device remains in service. No adverse patient effects were reported.